Manufacturer narrative:
Additional suspect devices model number sc-8336-50, coveredge 32 surgical lead kit 50 cm, serial number (B)(4). Model number sc-4316, clik anchor, lot number lot 24145658.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason and now the patient is paralyzed.

Manufacturer narrative:
Additional information was received that the physician noted that the patient had quite a bit of scar tissue from previously having an infection. Approximately thirty minutes after the implant procedure the patient was programmed with basic low intensity settings. The patient felt paresthesia in her back, did not feel it in her legs and her legs were numb. The numbness was attributed to her block not wearing off. Roughly twelve hours later the patient underwent an explant procedure and following the explant the patient was paralyzed. The physician assessed that the event was procedure related and not device related. He also assessed that the patient will not walk again. The explanted devices will not be returned as they were discarded by the hospital. Devices were discarded.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason and now the patient is paralyzed.